Event description:
It was reported that after withdrawal of a v14 short taper 300cm guide wire, during a below the knee procedure, distal tip detachment occurred. The detachment occurred while the guide wire was inside of a rubicon guide catheter. The v14 guide wire was advanced subintimally and could not re-enter the true lumen. During removal of the v14 guide wire it "stripped" and detached. The "small part" of the wire was left inside the patient in the subintimal layer. The procedure was not completed due to this event.

Event description:
It was reported that after withdrawal of a v14 short taper 300cm guide wire, during a below the knee procedure, distal tip detachment occurred. The detachment occurred while the guide wire was inside of a rubicon guide catheter. The v14 guide wire was advanced subintimally and could not re-enter the true lumen. During removal of the v14 guide wire it "stripped" and detached. The "small part" of the wire was left inside the patient in the subintimal layer. The procedure was not completed due to this event.

Manufacturer narrative:
Device evaluated by MFR: one device was received with its original pouch labeled. After inspection before decontamination process, device presents the distal tip damaged and a kink on the distal tip. Device presents the last 1cm of the distal end with the polymer sleeve peeled, additionally the wire is kinked in its most distal side. Device appears to have been pulled/pushed against resistance. All outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).